Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included overweight, vertigo and gallstones. Concomitant products included ethinylestradiol; norgestimate (sprintec) since 2008 to (B)(6) 2009 for birth control as well as ascorbic acid; biotin; calcium carbonate; chromium; colecalciferol; cupric oxide; cyanocobalamin; dl-alpha tocopheryl acetate; ferrous fumarate; folic acid; linoleic acid; linolenic acid; menadione; molybdenum; nicotinamide; omega-3 fatty acids; pantothenic acid; pyridoxine hydrochloride; riboflavin; selenium; thiamine mononitrate; zinc oxide (primacare) since 2015, oral contraceptive nos and vitamins nos (multivitamins) since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced eczema ("rashes or skin conditions type: cousin of eczema can't remember name"). In (B)(6) 2013, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain / abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the bacterial infection, migraine, eczema, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial infection, dysmenorrhoea, dyspareunia, eczema, fatigue, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2010, (B)(6) 2008. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received: case become incident. Lot number was added. Previously added injury was replaced with pelvic pain. New events: abdominal pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial, migraines / headaches, rashes or skin conditions type: cousin of eczema can't remember name, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, hair loss were added. Outcome of event pelvic pain, abdominal pain were updated as recovering/resolving and abnormal bleeding was updated as recovered/resolved. Reporter information, patient demography, lab data, historical drug, medical history and concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 195 lbs. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included overweight, vertigo and gallstones. Concomitant products included ethinylestradiol;norgestimate (sprintec) since 2008 to (B)(6) 2009 for birth control as well as ascorbic acid;biotin;calcium carbonate;chromium;colecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;linoleic acid;linolenic acid;menadione;molybdenum;nicotinamide;omega-3 fatty acids;pantothenic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine mononitrate;zinc oxide (primacare) since 2015, oral contraceptive nos and vitamins nos (multivitamins) since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced eczema ("rashes or skin conditions type: cousin of eczema can't remember name"). In (B)(6) 2013, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loos( specify which one) weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain / abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the bacterial infection, migraine, eczema, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial infection, dysmenorrhoea, dyspareunia, eczema, fatigue, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted : (B)(6) 2010, (B)(6) 2008. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Lot number:627315 manufacture date: 2008-06 expiration date: 2010-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.